Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to stress from use, external factors, or handling. The event can be detected by following the instructions for use (IFU) sections: inspection method for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection¿ section 3.2 ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, there was a problem with the evis lucera duodenovideoscope forceps elevator. The forceps erected part did not return. The issue occurred during an unspecified diagnostic procedure. The intended procedure was completed with the same device. There were no reported delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported issue was not confirmed. The evaluation found due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of up/down knob was out of the standard value. The adhesive on the bending section cover had a chip. The connecting tube had a scratch and a wrinkle. The plastic distal end cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.